Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, to resolve the return of symptoms and device not working, they were on vesicare and medication. This was their first time trying the therapy and the symptoms were much, much better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a friend or family member. The patient was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was recently implanted for bladder control and it seemed to be working but they recently had a return of symptoms. It was noted that the night before report the patient was incontinent all night long and that their system was not working at all for them. The patient stated that they "drowned everything" and woke up saturated 2 or 3 times the night before report. The patient noted that they had tried "mashing buttons" the night before report and was unsure of patient programmer (pp) button functionality. The patient synced using their patient programmer (pp) and confirmed stimulation was on. The patient noted that they were using program 2 with the amplitude set to 3.5 v and confirmed that they could feel stimulation. It was advised to have the patient follow up with a healthcare professional (hcp) regarding the loss of therapeutic effect and return of urinary frequency/urgency. No further complications were reported or were expected.